Event description:
Customer reported that the unit of measure changed on their freestyle meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.